Manufacturer narrative:
Failure analysis noted that the pump alarmed motor error during the basic occlusion test and unable to prime during the prime/compromised force sensor system tests due to faulty force sensor resistor (gold). There was no rewind anomaly. The motor was tested outside of the device and passed. There was no damage found on the motor. The pump had scratched display window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported a rewind anomaly. The incident was reported via phone call. Blood glucose at the time of incident was 209mg/dl. The customer stated that the pump had motor error alarms and no delivery alarms when changing infusion sets. The customer was on the backup plan. The customer stated that the pump kept rewinding. During troubleshooting, it was noted that they were unable to rewind the pump. The motor error alarm occurred more that once in the last 30 days. Troubleshooting was not able to resolve the issue. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device was returned for analysis.